Manufacturer narrative:
A complete lead measuring 57.6 cm was returned for analysis. Analysis was normal. No anomalies were found. The bent connector pin was consistent with that occuring during attempted implant and the report of high impedance could not be confirmed.

Event description:
It was reported that during initial implant, the right ventricular lead exhibited high lead impedance. The connector pin was also noted to have been bent. The lead was removed and replaced. The patient was stable following the procedure.